Event description:
It was reported that during a laparoscopic gastrectomy procedure, the clip was unformed. Another device was used to complete the case. There was no adverse consequence to the patient.